Event description:
One incident of a blood leak at the arterial header of the psn 170 dialyzer. Incident was noted visually at the start of treatment, with an estimated blood loss of 10 - 15 ml. Healthcare professional noted that there appeared to be a hairline crack where the arterial header is attached to the dialyzer case. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention was reported per hcp.